Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests his blood glucose 6 times a day. He manages his diabetes with sliding-scale humulin 70/30 insulin based on his meter readings. The pt indicated that the alleged meter issue started about three days prior at 9:30 am. As a result of the alleged issue, the pt claimed that he was unable to test his blood glucose. Although the pt claimed that he could not test, the pt guessed on his sliding-scale insulin dosages and started eating less during mealtimes. Within a 14-hour period, the pt claimed that he developed high blood glucose symptoms of blurred vision, dizziness, and feeling bad. After the symptoms developed, he borrowed a meter from a friend and got unspecified results that he mentioned were "too high". The pt stated that he kept borrowing his friend's meter and took insulin based on his meter readings until his blood glucose level dropped down to an acceptable level for him. The alleged power issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury within 14 hours after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report.